Manufacturer narrative:
This report is filed on november 23, 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss. Re-implantation is planned but had not taken place at the time of this report, november 23, 2016.